Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: jds, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a tna procedure with suprapatellar approach. The proximal anterior to posterior 0 degree screw missed the nail when attempting to insert it using the aiming arm and the triple guide sleeves. The surgeon drilled through the sleeves, but the bit did not align with the screw hole and went medial to the nail. The screw that was inserted followed the same path and missed the nail. The screw was removed, and the surgeon did not use that screw hole. There was no surgical delay, and the procedure was completed successfully. No further information is available. This report involves one locking screw for im nail ø 5mm/ 60mm/ xl25. This is report 1 of 3 for (B)(4).